Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was inserted into the patients' right femoral artery. It was reported by the perfusionist that five minutes after the intra-aortic balloon pump (iabp) therapy began, blood was noticed at the bifurcation. The tubing was clamped immediately. The pump (B)(4) did not alarm and no strips were generated. There was no reported patient death or injury. Medical/surgical intervention was not required. The iab was removed and replaced. The delay in iabp therapy is listed as five minutes. There were no reported patient complications and the patient outcome is fine.